Event description:
A care giver (cg) contacted global technical services regarding assistance with ending therapy during use of the home choice (hc) unit during dwell. The cg stated the home patient (hp) had a significant amount of fibrin, pain and has peritonitis. The technical service representative (tsr) assisted the hp with ending therapy. Follow up was done via global pharmacovigilance (gpv). The registered nurse (rn) stated the hp had peritonitis and was hospitalized on (B)(6) 2012 and was recovering. The hp was treated with vancomycin 2gr ip and bactrim 2gr ip. Cultures were performed with no growth. The hp's catheter was removed and the hp was placed on hemodialysis. The rn reported the cause of peritonitis was the hp did not wear their mask. The hp has been retrained.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As this is a report of use error with no alleged device malfunction, a sample was not requested. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.